Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. A corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during the operation, it was found that the packing was intact but the inner sterile packaging had a small opening; the product was used even though the package was opened. It was reported that the same situation with same lot number products has happened five times in the same hospital recently.